Manufacturer narrative:
The pod was returned with the needle mechanism fully deployed. The soft cannula was free of damages and defects. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies to the soft cannula that would result in fluid failing to flow through the complete fluid path. No problem was found.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 260 mg/dl, while wearing the pod between 24and 36 hours on the abdomen. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, the cannula was noted to had dislodged from the infusion site and was bent. A new pod was applied to treat hyperglycemia.